Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported failure to deflate could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device from the guiding catheter was confirmed; however, the reported balloon separation was not. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the contrast mix used for the procedure was 20ml contrast and 10ml saline. Return analysis noted significant contrast buildup in the balloon and in the inflation lumen. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU) specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. Contrast that is more concentrated can lead to slower inflation and deflation times. In this case, it is likely that the concentrated contrast solution contributed to the reported failure to deflate. The reported difficulty removing the device from the guiding catheter likely resulted from the balloon experiencing deflation issues. As difficulty was encountered during removal and the device was manipulated in an attempt to remove it, it is possible that it gave the impression of a separated balloon; however, a conclusive cause could not be determined for the separation as return analysis was unable to confirm it. Unexpected medical intervention was performed to complete the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.b3: date of procedure updated to (B)(6) 2023 from estimated date of (B)(6) 2023. B5: describe event or problem: updated. H6: device code 2017 - contrast incorrect has been added.

Event description:
Return device analysis found the balloon was not separated as reported. Additionally a .014" abbott bmw universal ii guide wire was frozen in the guide wire lumen of the nc trek balloon catheter. Additionally, follow up with the account report that incorrect contrast ratio had been used. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 5.0x12mm nc trek balloon dilatation catheter (bdc) was used in the procedure; however, the balloon failed to deflate. Resistance was noted with the guide catheter during removal and the balloon separated [broke off]. A snare device and an entrapment balloon was used to remove the separated balloon. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.